Event description:
Per the clinic, the patient experienced poor performance with device use, and the issue could not be resolved. The device was explanted (B)(6) 2011, and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.